Manufacturer narrative:
Siemens filed MDR 1219913-2023-00297 initial report on (B)(6) 2023. Siemens completed the investigation for a customer observation of a positive (reactive) atellica im toxoplasma igg (toxo g) patient sample result with lot 288 that was discordant compared to the historically negative (non-reactive) results obtained for this patient and compared to results from alternate test methods. According to the customer and siemens regional service center (rsc), this was a known negative patient for toxo g, therefore it was tested on multiple alternate methods. All results from the alternate methods (4 methods) were non-reactive (negative). Calibration and quality control (qc) data was not provided for siemens's review. Siemens requested sample volume availability and whether heterophilic blocking tube (hbt) and/or non-specific antibody blocking tube (nabt) testing has been performed. No information has been provided. Siemens (biostats function) evaluated patient field data and the complaint lot (lot 288) recovery of interpretation ranges are similar to other reagent lots. The customer could not provide the total number of negative results with lot 288 and specificity on the site cannot be calculated. However, the negative percent agreement of (B)(4) studies described in the atellica im toxo g assay instructions for use is (B)(4). Based on the results of the available information, a potential product issue has not been identified. The customer is operational.

Manufacturer narrative:
An outside of the united states (ous) customer contacted the siemens customer care center to report an observation of a positive (reactive) atellica im toxoplasma igg (toxo g) patient sample result that was considered discordant compared to the historically negative (non-reactive) results obtained for this patient when tested with alternate methods. Quality control (qc) were within range when the sample have been processed. The limitations section of the instructions for use (IFU) states: "patient samples may contain heterophilic antibodies that could react in immunoassays to give falsely elevated or depressed results. This assay is designed to minimize interference from heterophilic antibodies. Additional information may be required for diagnosis." The interpretation of results section of the IFU states: "results of this assay should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings." Siemens is investigating.

Event description:
The customer obtained a positive (reactive) atellica im toxoplasma igg (toxo g) patient sample result that was considered discordant compared to the historically negative (non-reactive) results obtained for this patient when tested with alternate methods. The discordant result was not reported to the physician. There are no reports that treatment was altered or prescribed or adverse health consequences due to the discordant toxo g result.